Manufacturer narrative:
Investigation is ongoing; no conclusion could be drawn as no device was returned or catalog number or lot number provided.

Event description:
Received device report from synthes (B)(6). A hospital in (B)(6) indicated that a patient was implanted with a titanium elastic nail on (B)(6) 2012 for osteosynthesis of the right clavicle. X-rays taken on (B)(6) 2012 showed postoperative breakage of the nail. Implant has not been removed from patient. Patient does not intend to have revision surgery.